Manufacturer narrative:
H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Major bleed: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
The user facility reported a 71 year old female was implanted with a impella cp for support during high risk cardiac procedure. It was reported that the patient had serosanguinous bleeding at the impella groin insertion site. The patient received two units of packed red blood cells. Hemoglobin was reported as 7.7, and the patient remained hemodynamically stable. The impella device remained in place and was being weaned with planned removal. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.